Manufacturer narrative:
(B)(4).

Event description:
The customer questioned inr results from 2 comparison tests from coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. Based on the information provided, the results from 1 comparison were discrepant. The customer tested on the meter with a result of 5.8 inr. The result from the laboratory approximately 30 minutes later was 4.4 inr. The customer is currently holding her coumadin dose. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is feeling fine. The customer has a history of anemia. The customer has no concerns with lupus or antiphospholipid antibodies. The customer is not taking any other blood thinners or direct thrombin inhibitors. The meter and test strips were requested for investigation. The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr donor 2 inr: 2.3 inr donor 1 hct: 40% donor 2 hct: 44% donor 1: retention meter with master lot strips: 2.6 inr customer meter with customer strips: 2.6 inr donor 2: retention meter with master lot strips: 2.3 inr customer meter with customer strips: 2.2 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.